Event description:
Complaint received that the foot end brake pedal linkage was broken. Cannot set the foot end casters to the brake position. No injury alleged.

Manufacturer narrative:
Technician found the foot end brake pedal linkage was broken and could not set the foot end casters to the brake position. The head end casters will lock in the brake position. Replaced the brake/steer upgrade kit to resolve this issue.